Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of laparoscopic surgery for prostate cancer, the surgeon fired the device completely but the staples were not caught to the tissue and was not cut as well. The tissue moved from the cartridge during firing. Replaced by a new cartridge, and the firing was completed with no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.